Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: unknown. (B)(4).

Event description:
Two 445cc mentor memorygel breast implants were received by the mentor failure analysis lab on (B)(6) 2020 with no accompanying information. The devices could not be associated with an existing complaint. In the absence of clarifying information, it cannot be determined why these devices were returned to mentor. However, the return of a prosthesis is characteristic of a removal and replacement surgery. As a result, this will be conservatively reported to FDA. This report is for the side b device.

Manufacturer narrative:
On october 23, 2020, mentor completed evaluation of the device. Device evaluation summary: during visual evaluation of the device no apparent damage was observed. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. On october 26, 2020, mentor became aware of the following erroneously omitted information in the previously submitted report: sections e1. Initial reporter country code e2. Health professional? E4. Reporter also sent report to FDA? Were erroneously left blank, and have been updated. Manufacturer¿s reference number: (B)(4).